Event description:
On (B)(6) 2014, the nurse injector, (B)(6) reported to her sales rep that the patient was injected with 3 radiesse syringes and 1 belotero syringe. The patient is swollen and has dark spots. Her gums are bleeding. There is blanching. On (B)(6) 2014 a merz nurse spoke to the nurse injector, (B)(6). The radiesse was injected into the temple, lower orbital rim, and midface with a total of three 1.5cc syringes being used. A total of 1cc of belotero to the bilateral orbital rim region. The patient now reports swelling on the left side of the face, bleeding gums, and a dark spot on her upper gum. This patient had not been seen in the office at the time that the nurse injector spoke to the merz nurse. The merz nurse asked (B)(6) if the dark are on the gingiva and the swelling are located on the same side of the face and she did not know if that is the case. (B)(6) texted photos of the patient to the merz nurse. The merz nurse stated that the photos show apparent swelling of the left mid and lower face with a droop of the left corner of the mouth. The patient is an aesthetician and (B)(6)asked her to check capillary refill and the patient stated it was "ok." (B)(6) asked the merz nurse about vascular occlusion. The merz nurse shared treatment modalities used by other hcps such as; massage, warm compress, asa, vasodilators such as cialis, levitra, viagra, and nitro paste, monitoring for skin breakdown, and localized wound care. (B)(6) stated she has the patient massaging the area and applying warm compresses at this time. On (B)(6) 2014 (B)(6) spoke to a merz contracted physician, dr (B)(6). Dr (B)(6) stated that this was a case of vascular compromise with some mucosal ulceration and numbness originally as well as some mottling but minimal skin breakdown. When dr (B)(6) spoke to the injector, she had already treated appropriately (the patient was treated with a medrol dose pack) and dr (B)(6) sent her a review article on treatment of vascular compromise in filler patients as well as instructions for wound care. Dr (B)(6) discussed the basic etiology of what was going on and stated that the numbness would resolve but that it could take several months. On (B)(6) 2014, (B)(6) sent photos to dr (B)(6). The patient was completely re-epithelialized but still erythematous in the areas and dr (B)(6) recommended vbeam laser treatment. On (B)(6) 2014, dr (B)(6) was contacted again because the patient was having some neuropathic pain. Dr (B)(6) discussed this stated that nsaids could be tried assuming no contraindications.

Manufacturer narrative:
The device history record was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. The belotero was not implicated in this event (injected in orbital rim only) and is listed as a concomitant.